Manufacturer narrative:
Updated blocks: b5 & h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review on (B)(6)2021, the team experienced an alarm message with the heart lung machine (hlm) while on cardiopulmonary bypass (cpb) reading 'battery needs service - full backup may not be available'. The case was completed successfully with no change-out, no delay, no blood loss, and no adverse event.

Manufacturer narrative:
The field service representative (fsr) verified that the battery failed. He replaced the batteries and performed release testing. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed that the batteries could not be fully charged. Both batteries were charged to a total nominal available capacity (tnac) 18.0000 amp hours (ah). Neither battery met the minimum conductance of 375 siemens (s) and only one of the batteries met the minimum voltage of 12.5 volts direct current (vdc).the pst observed the lab use only (luo) test platter to shut down after zero minutes and one second which failed to meet the specification for the discharge time for the batteries.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the heart lung machine (hlm) displayed a 'battery needs service-full backup may not be available' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) verified that the battery failed. He replaced the batteries and performed release testing. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed that the batteries could not be fully charged. Both batteries were charged to a total nominal available capacity (tnac) 18.0000 amp hours (ah). Neither battery met the minimum conductance of 375 siemens (s) and only one of the batteries met the minimum voltage of 12.5 volts direct current (vdc).the pst observed the lab use only (luo) test platter to shut down after zero minutes and one second which failed to meet the specification for the discharge time for the batteries.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the heart lung machine (hlm) displayed a 'battery needs service-full backup may not be available' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.